Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Part 396.419, lot 4032241: release to warehouse date: november 15, 1999. Manufacturer: synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a 9 mm trial spacer was discovered broken in central sterile processing by a surgical technician. It did not happen in during a case; there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. The returned trial spacer was examined and the complaint condition was able to be confirmed as the trial shaft was returned separated from the phenolic handle which was found to be broken and missing a segment (approximately 12mm x 9mm x 10mm ¿ calipers ca94p). Additionally it was noted that the down pin connecting the handle to the shaft was missing and not returned. The handle material is phenolic le grade which is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. This expansion/contraction and material breakdown can result in a loose assembly resulting in the observed complaint condition. The device is 17+ years old (mfg nov-1999) therefore the device age is likely a contributing factor. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.